Event description:
It was reported that during surgery the long attachment for the navio drill block the bur to catch the handpiece. No delay was reported and the procedure finished with conventional instruments. Investigation results showed that this event was caused due to the damaged bearings from the long attachment.

Manufacturer narrative:
The navio long attachment, used in treatment, was returned for further evaluation and a visual evaluation was performed, which confirmed the reported event. The internal bearings have come loose or deteriorated to the point that they block the passage of the burs. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications during the release for distribution. A complaint history review found similar reports and this issue will continue to be monitored. The surgical technique guide released at the time of the complaint (pn 500093 reve) provides instructions for attaching a long attachment. Accordingly, product labeling has been ruled out as a cause of the complaint. This failure is captured in the navio risk profile. A clinical/medical investigation noted that there were no patient injuries reported. Since there was, no alleged harm to the patient, no further medical assessment is warranted at this time. The root cause was found to be a mechanical component failure. These results are indicative of a known issue and corrective action has been requested for this issue.